Event description:
It was reported to philips that the device gave a tube overload warning, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a diagnosis procedure was performed when the issue happened, and procedure was completed by restarted the same system. A field service engineer (fse) checked system and confirmed that the device gave a tube overload warning, which can impact imaging. Review of the system log file fse confirm that generator failed to prepare for acquisition and the malfunction is in board ir receiver. Upon troubleshooting fse found the xray tube was hot. To resolve the issue fse replaced the board, ir receiver, usb keyboard & mouse and ps2, after repairs were completed, the system was returned to use in good working order. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the system is restarted after some time. User restarted system to continue working the same allura system. This scenario includes that the system is restarted normally. Since the system restart and procedure is completed on same allura system. This event would not be reportable. The codes were updated based on the investigation outcome.